Event description:
It was reported that the patient was being referred for a prophylactic battery replacement and lead revision for a possible lead fracture. It was unclear why the physician suspected there may be a lead fracture occurring. A review of the data available in the internal programming history database showed diagnostic results within acceptable limits up until a few months prior to the report. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been confirmed invalid.

Event description:
Further clarification was received from the initial reporter which found that there was not a suspected lead issue. The initial report stated that she had misspoke during the initial report.